Manufacturer narrative:
The reported symptom of high pip with a ventilator fault could not be verified and was not reproduced as reported. The self test always passed with no alarms of any type generated and the system operated in a very stable manner with minimum fluctuations of all monitored values and no alarm conditions of any type generated. The ventilator was found to be in near perfect calibration condition and all monitoring, processing and control circuitry was verified to be operating correctly and responding accurately. The hfv was thoroughly inspected, tested and serviced with no problems found that could cause or be responsible for the reported symptoms. Systems operation was very stable at a variety of controls pip and rate settings with no alarms in the hfv ready condition. Hfv 2799 was fully serviced and passed all applicable testing requirements. Explanation of reporting timeframe: bunnell was notified of this customer issue on 06/19/2017. Based on the information received at that time it was determined that this was not a reportable event. Bunnell received the suspect device on 06/26/2017 and completed an investigation of the issue. As this investigation concluded that there were no issues with the device the event was not reported at the time of the investigation. However, on 07/10/2017 bunnell received user facility report (B)(4). The complaint file has been reviewed, and this report is being submitted within 30 days of bunnell becoming aware of the user facility's determination of event reportability.

Event description:
As stated in user facility report (B)(4): "ventilator alarmed high pip (peak inspiratory pressure), self cycled in an attempt to reset. Alarmed high pip again and then shut down reading ventilator fault. Patient was hand ventilated and suffered no harm". As reported to bunnell: "we had a jet go down while on patient, no patient injury. The jet alarmed high pip twice and then ventilator fault. The therapist turned off the jet and back on. Would not test and indicated vent fault."